Event description:
Nurse practitioner was attempting to place a central line in the ICU patient. The guidewire in the catheter kinked. The practitioner was unable to thread the catheter. He monitored the patient for hematoma and bleeding. The catheter placement was not completed at this time.